Event description:
Hospital emergency dept personnel responded to a pt, condition unk. The device was connectged to the pt and external pacing initiated. According to the reporter, the device alarmed with a "service" message and would not pace the pt. A backup device was immediately called for and used. The pt was not resuscitated. The reported indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the atteding paramedic's assessment of the pt's viability and the immediate availability and use of back up defibrillation /monitor/ pacemaker.